Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected (histopathological markers cd30+ and alk- have not been received).

Event description:
Healthcare professional reported left side "bia-alcl (breast implant-associated anaplastic large cell lymphoma)". Device status is unknown . Histopathological markers cd30+ and alk- have not been received.

Event description:
Healthcare professional further reported non-device-related events as follows: procedural complications after explant surgery were reported: necrosis, pain. Two surgical interventions were necessary to clean the necrotic tissue and to implant/remove a vacuum pump. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 b6 b7 d6a g2 h6 h11. Clarification to a2 - dob: 1968 (year only received).

Event description:
Healthcare professional reported ¿bia-alcl (breast implant-associated anaplastic large cell lymphoma) on the left. Healthcare professional reported "seroma formation on the left, diagnosis at punctuation and capsular contracture baker grade ii. Device has been explanted. This record relates to the left side. The patient was treated with explant, chemotherapy, and radiotherapy. Healthcare professional further reported non-device-related events as follows: procedural complications after explant surgery were reported: necrosis, pain. Two surgical interventions were necessary to clean the necrotic tissue and to implant/remove a vacuum pump.

Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. However, the reported events are classified as medical and they are unable to observe, therefore they are unable to be confirmed. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Additional, changed, and/or corrected data: h.11.

Event description:
The bio-marker of alk negative has been confirmed. Additionally reported were seroma formation and capsular contracture, baker grade ii. The device has been explanted. The patient was treated with explant, chemotherapy, and radiotherapy.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma.

Event description:
Healthcare professional reported left side "bia-alcl (breast implant-associated anaplastic large cell lymphoma)". Pathological markers cd30+ and alk- have been received. Additionally reported were seroma formation and capsular contracture, baker grade ii. The device has been explanted. The patient was treated with explant, chemotherapy, and radiotherapy.

Manufacturer narrative:
The event of "lymphoma-alcl" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.